Event description:
Patient reported "rupture to my implants, resulting in enlarged lymph nodes in my armpit containing silicone as well as silicone in other nodes around the area" against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture to my implants, resulting in enlarged lymph nodes in my armpit containing silicone as well as silicone in other nodes around the area".